Manufacturer narrative:
The peritoneal infection occurred on an unspecified date in (B)(6) 2021.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection which was manifested by stomachache. The cause of the event was reported as due to a fungal infection. Treatment for the event was not reported. At the time of this report, the patient was recovered from the event and action with pd therapy was not reported. No additional information could be provided because the reporter declined follow up.